Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01643 / 01644). Product location unknown.

Event description:
Patient underwent a right hip revision procedure due to dislocation. The head and liner were removed and replaced. There was a two hour delay in procedures.

Manufacturer narrative:
(B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. There is no sign of wear on the outer or inner head. The inner diameter of the liner was uneven. This could have been caused during the closed reduction. It is also unknown what caused the product to dislocate in the first place. It is likely that during the closed reduction procedure the bi-polar component was disassociated due to a high lever-out force. However, the root cause cannot be determined as the proper surgical technique was used.